Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier: sid: (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results in a 40-year-old female patient diagnosed with acute appendicitis. The results were as follows: on (B)(6) 2025, sid: (B)(6), initial=31.06 miu/ml (positive, as = 25.00 miu/ml), repeated=< 1.2 miu/ml (negative, as = 5.00 miu/ml) there was no reported impact to patient management.

Manufacturer narrative:
During the troubleshooting by the service, determined the arc, probe was dirty/contaminated. The customer cleaned the sample arc, probe (list number 08c94-47) as instructed, resolved the issue. The service history of the isr63737 verifies no subsequent false positive b-hcg results have been reported since the current issue was identified. A review of complaint and trending data for the architect i2000sr processing module did not identify any similar issues described in this complaint. Additionally review of complaint and trending data associated with the arc, probe did not identify an increase in complaint activity. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal, and verification of the probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, (B)(6), or the arc, probe.